Event description:
Reportedly, during pt use, the silence/reset led red was blinking. The pt was manually ventilated and transferred to another ventilator. There were no serious or negative pt health consequences reported.

Manufacturer narrative:
(B)(4).